Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was over 300 mg/dl. Customer reported that they went to the emergency room (ER) on (B)(6) 2022 and was subsequently hospitalized for five days. The customer received IV and fluids of saline and insulin to address the bg. The customer mentioned that they experienced renal failure, but no permanent damage occurred. Reportedly, the customer replaced the cartridge and continued insulin therapy.